Event description:
The manufacturer received information alleging a ventilator's touchscreen not working properly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer is taking responsibility to correct/repair the device. The device's display and display board were needs to be replaced to address the issue.